Event description:
It was reported to philips that possible collision damage..the clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
Follow-up work was scheduled to assess and repair the damage. The client was informed of the situation and will be updated as the case progresses.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).